Event description:
It was reported that the pt's implantable neurostimulator (ins) was replaced by a rechargeable ins mfg by another MFR. The ins was connected to existing leads. This "blew out the leads". The rechargeable ins and leads were replaced by a new ins and compatible leads. Ref MFR report #3007566237201004551.

Manufacturer narrative:
(B) (4).